Event description:
Customer reports the following: "device randomly turning on. When plugging in or removing power cord device turns on. Replaced bracket and main board kit - no change, reinstalled original part. Replaced power supply board - no change, reinstalled original part. Replaced upper case - issue resolved (suspect issue with power button on case)" reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The reported device was not returned to france as repairs were carried out locally. It was reported that the device randomly turning on. When plugging in or removing power cord device turns on. During the repairs, the bracket and main board kit were replaced but no change was observed, so they reinstalled the original part. The power supply board was replaced but still no change, so they reinstalled the original part again. They replaced the upper case and the issue was resolved. The upper case was sent back to brézins for investigation. During the visual control, nothing was observed. The investigator connected the upper case with the keypad to a test device in order to verify the complaint. He was able to start and stop the device, he could access to the maintenance menu and performed the test 10: keyboard, which was compliant. No alarms or errors occured during the tests and the keyboard was functional. Therefore, the reported events have not been reproduced and the reason for the reported failure can only be analyzed with the associated device. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.